Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. No further information was provided. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: a review of the black box showed no unexplained loss of prime alarms. No data from the time of the reported loss of prime alarms was found due to continued use. The rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration testing confirmed the sensor was detecting the correct force. No loss of prime alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.